Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. Technical services discussed some programming options. The device was reprogrammed based on a new template with the patient's bundle branch block. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the sicd system was abandoned and replaced with a transvenous system. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. Technical services discussed some programming options. The device was reprogrammed based on a new template with the patient's bundle branch block. There were no additional adverse patient effects. The system remains implanted.